Event description:
It was reported that the insulin pump housing split at the midline and the screen detached while the user continued to operate the device, and a replacement was arranged. Symptoms included no reported blood glucose impact. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed a device mechanical integrity issue involving the pump enclosure and display assembly. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to physical damage or structural degradation.